Event description:
Customer states the swing away lever on the right side broke off and the footplate on the left side will not go all the way down therefore is does no lay flat. No further information provided.